Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe released foreign particles from the plunger while preparing medication. The following information was provided by the initial reporter, translated from (B)(6): "when preparing medication, the nurse realizes that the syringe has released particles from the plunger, being in contact with the solution which cannot be administered. Consequence of the incident: delay in medication administration times".

Event description:
It was reported that the bd¿ syringe released foreign particles from the plunger while preparing medication. The following information was provided by the initial reporter, translated from spanish: "when preparing medication, the nurse realizes that the syringe has released particles from the plunger, being in contact with the solution which cannot be administered. Consequence of the incident: delay in medication administration times".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.